Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the check valve assembly. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve (see attached photos). No damage was found in the check valve. The complaint can be confirmed for air leakage issues. The cause is a foreign matter in the check valve that prevents the valve from sealing, leading to a leak. The operations quality engineer was notified, and a non-conformance report (nc) was initiated for this issue. The non-conformance report (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) of st-segment elevation myocardial infarction (stemi) patient on (B)(6) from radial access that a tr band was placed after completion of procedure. The tr band reportedly maintained hemostasis while the patient (pt) was in the room, however, in the recovery area it was noted that the patient (pt) was bleeding from site and that the tr band would not maintain its pressure. A second tr band was placed, and hemostasis maintained without patient injury. The estimated blood loss was less than 250cc. Additional information was received on 23may2023: 18 ml's of air were injected into the tr band when it was applied. No other devices were used in the access site. Approximately 30 mins after initial inflation were the tr-band was noted to be losing air. There was no noticeable damage to the device. The patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3: patient sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: contact name: requested, not provided e2: healthcare professional: requested, not provided e3: occupation: requeted, not provided h4: device manufacture date: unknown due to unknown lot number the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.